Event description:
It was reported that a patient from surgery day (B)(6) 2010 came back for an exam and he complained about bad vision. Patient cornea was clear on exam days (B)(6) 2010 and (B)(6)2010. Doctor's diagnosed a 2-3 dlk on both eyes with loss of two lines of more in bcva (sc 0.6 with high astigmatism). Follow up exam planed on (B)(6) 2010. On (B)(6) 2010, the surgeon reported that eventually patients did not suffer dlk and it was actually epithelial in-growth. Information that flap was going to be lifted and rinsed was provided by the account. At the time of this report date of flap lift and rinse has not been provided.

Manufacturer narrative:
Initial reporter not provided. A supplemental will be submitted with the information. (B)(4) - (epithelial in-growth). Evaluation: equipment was evaluated by a field service engineer (fse) after the event. Mechanical and performance test were performed including a visual examination. Fse completed the scheduled quarterly preventive maintenance with no problems reported. System met amo specifications. As per clinical development specialist (cds), these events are surgeon technique related. Surgeon does not have much experience so far and is continuously trained by the cds. Surgery support visits and training have been done in (B)(4) 2010.